Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead has noise and pacing inhibition. The patient is in afib. The noise was not able to be reproduced with isometrics. No adverse patient events were reported and no intervention was mentioned.